Event description:
Via email, the consumer reported in 2008, that she has taken "a trip to the ER for the second time using one of your products... A while ago,...I used your condoms with spermicidal lubricant, which ended up with me being in the hospital three weeks later because I couldn't urinate... I had an e. Coli infection... After using the unlubricated brand for sometime we saw your pleasure pack... My husband used the 'her pleasure' condom that was in the pack- and sure enough, a week and a half later im [sic] headed to the ER again... I had a horrible kidney infection due to the lubricant used on your condoms."

Manufacturer narrative:
For further evaluation, church & dwight co., inc. Has requested the following from the user: the product, its original packaging, and completion of an event questionnaire. To date, the requested has not yet been returned.